Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable. Subsequently, the pump shutdown. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A manual insulin injection was administered to address bg. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and usb cable.